Event description:
Intravenous (IV) tubing ruptured during use of power injector device to inject contrast. The contrast in use was 350 ml of omnipaque solution: volume infused, 100 ml injected at 3 ml/second. Failure resulted in no injury to the patient.